Event description:
User facility reported that the device was in use for epidural anesthesia. According to reporter the loss of resistance syringe component gave the feedback expected during placement of the epidural needle. According to reporter, however, csf was unable to be taken from the patient; the needle was withdrawn and 4 cm of needle was observed to have broken off inside the patient. The patient was transferred to a different facility to have the needle fragment removed. No permanent adverse effect to patient was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up detailing the results of the evaluation.